Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device had the mechanics seized, jammed and with heavy moving and required maintenance. During in-house engineering evaluation, it was determined that the device was running at 105 degrees which is above the operational specification (103 degrees). It was also determined that the bearings and gears were worn out and corroded causing the device to exceed the operational temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.